Event description:
Healthcare professional reported, implant rupture. Capsular contracture, baker grade IV. Silicone migration and granuloma. The device has been explanted and replaced with another manufacturer's device. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma and capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, granuloma and capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. Cyst: unable to observe as it is not related to the device. Crease/ folding of implant: creases were observed. Granuloma: unable to observe as it is not related to the device. Migration: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported implant rupture, capsular contracture baker grade IV, silicone migration and granuloma. The device has been explanted and replaced with another manufacturer's device. This relates to the right side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 7/10/2024. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, two opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ migration: unable to observe since it is a medical event and is not related to the device. ¿ cyst(s): unable to observe since it is a medical event and is not related to the device. ¿ crease / folding of implant: observed. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported implant rupture, capsular contracture baker grade IV, silicone migration and granuloma. The device has been explanted and replaced with another manufacturer's device. This relates to the right side.